Event description:
It was reported that noise was observed on the rv lead. The physician noted the noise, but there was no documentation of the issue provided. The physician acknowledged adding an extra loop on the lead that is not on the suture sleeve. The patient was suffering from dizzy spells, but it was unknown if they were the direct result of noise/oversensing. On (B)(6) 2017, the lead was capped and replaced and the patient was stable before and after procedure with no untoward events..